Event description:
Caller reported a cartridge alarm issue with their insulin pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was instructed on return procedures for the faulty pump and was advised on backup therapy options until the replacement arrived. Caller will use a backup insulin pump if needed.